Event description:
It was reported that the pump had "high baseline alarm upon initial startup in ccl". As a result, the pump was exchanged for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.